Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece got really hot and did not turn on when connected during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the device could not be tested for temperature test due to motor seized, therefore the customer's complaint of overheating could not be verified. Disassembled housing and found that all the internal parts including the motor, wheel lock, housing and screws were all severely corroded due to dried saline. The connector pins were bent as well the device was beyond repair and is going to be scrapped. If information is provided in the future, a supplemental report will be issued.